Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected, and it was noted that the stator was dislodged therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under the microscope at appropriate magnification. A crack was noted in the valve casing. This is probably due to the valve receiving a hard knock. There was also corrosion noted on the stator. The cam magnets were controlled, and the magnets passed. The root cause is noted for the stator dislodge as well as crack and bump marked noted in the valve casing is probably due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported, the hakim valve had stator dislodgment and was revised. Per (B)(6), a codman hakim shunt dislodged and was revised. First detection of stator dislodgement on x-ray was on the (B)(6) 2018. An x-ray was performed because patient had headache for 5 weeks and reprogramming of shunt valve failed. The shunt was revised and will be returned for evaluation.